Event description:
It was reported that this right ventricular (rv) lead exhibited high within range pacing impedance and high out of range shock impedance. It was noted that the patient was in the emergency room for the past couple of days with an acute kidney injury. Technical services (ts) stated that the impedance change could be a result of the physiologic change with the patient. Ts provided troubleshooting actions but stated that the impedances will likely trend down when the patient recovers. The lead remains in use. No adverse patient effects were reported.